Manufacturer narrative:
A rep from the device MFR evaluated the guide wire at the hosp on 10/06/97. Investigation concluded the guide wire was placed in tortuous anatomy and then an advancer was operated. A crack occurred on the outside of the bend and then continued down the guide wire, ultimately fracturing the guide wire.

Event description:
The spring tip of the wire fractured inside the pt. The physician attempted to snare the wire but was unsuccessful. The spring tip remains in the pt. No pt injury was reported with the event.